Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: it was reported that the biolox head is scratched. This was noticed during surgery. The head was in contact with the patient. Review of received data: four pictures were received. The pictures show the open package, the labels, but no detailed pictures about the complained issue. Devices analysis: the returned biolox head shows diffuse scratches on the non-articulation surface. Additionally, there are also some scratches and marks on the articulation surface. The surface of the taper connection does not show any discolorations, indicating that the head was not mounted on the taper. See attached pictures. Review of product documentation: inspection plan was reviewed: the products were 100% checked by visual examination. Root cause analysis: the product was received for investigation. The review of the DHR indicates that the head met all requirements to perform as intended. Moreover, the surface of the head is 100% visually inspected before it is released. The metallic transfer on the non-articulating surface suggests that the biolox head has already removed from the package and put in contact with a metallic surface (e.g. Metallic table, metallic net, instruments, instrument box). Additionally it is reported that the head was in contact with the patient. There is no metallic transfer in the taper which indicates that the head was not impacted onto the stem taper. It is probable that the marks on the non-articulation surface emerged from a handling error after it was taken out of the packaging. It is probable that the marks on the non-articulation surface emerged from a handling error after it was taken out of the packaging. The head has been put in contact with metal parts which led to the metal transfer observed. Despite that, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that on (B)(6) 2016 a biolox delta head, 12/14, 36 x +7 was taken out of the sterile package, and black stripes could be noticed on the surface. The surgery was completed with another device.